Event description:
It was reported that the patient passed away on (B)(6) 2023. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2023. The cause of death was not provided, and an autopsy was not performed. Due to patient privacy laws, the managing hospital would not communicate any further patient outcome information. It was reported that heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.